Event description:
It was reported that during pulse generator replacement procedure, the right ventricular lead exhibited intermittent capture. An insulation breach was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.